Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure performed on (B) (6) 2009 (patient's weight unknown). According to the complainant, the device was tested prior to use and no damage was noted. During the procedure the needle would not retract back into the sheath. The unretracted needle and scope were removed together from the patient. The scope and another excelon transbronchial aspiration needle were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Retract, failure to. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure performed in 2009. According to the complainant, the device was tested prior to use and no damage was noted. During the procedure the needle would not retract back into the sheath. The unretracted needle and scope were removed together from the patient. The scope and another excelon transbronchial aspiration needle were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4).